Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation, the pump failed to recognize the cartridge during the load step. Testing revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. There was evidence of contamination found on the force sensor assembly. Unrelated to the load step malfunction, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Evaluation also revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).